Event description:
In (B)(6) 2014, the patient underwent a right side ifuse si joint arthrodesis where three ifuse implants were placed. The patient reported new onset pain radiating down his leg following the surgery. A CT scan showed that the superior implant had violated the s1 foramen. A few days later, the surgeon performed a revision surgery where he removed the impinging implant and replaced it with a shorter implant using the same hole and advanced the other two implants a few millimeters each. The patient reported near complete resolution of his leg pain after the revision surgery.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the complaint is a malpositioned implant impinging on the nerve root.